Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the high voltage lead could not be connected to the device header. The lead was not used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of the lead being unable to fit inside the device due to a broken header was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found procedural damage. No other anomalies were found.